Event description:
Event description guidant received information that during the implant of this left ventricular lead, the coronary vein was perforated twice. The caller was not sure if the bmw guidewire or the ic-90 perforated the vein. The patient was fine after the perforation.